Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. Upon interrogation following the procedure, the implantable cardioverter defibrillator (ICD) was noted to be in backup vvi status though MRI settings had been enabled during the procedure. It was unknown whether backup defibrillation therapy was available. A device download /reset was performed successfully. The patient was stable before, during and the download. There were no complications.